Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided. Weight unknown / not provided. First name and last name unknown / not provided.

Event description:
It was reported that the implant was removed due to infection and bone loss.